Event description:
The sales representative has reported that the surgeon tried to put a mdm/x3 size f (ref: 6260046f, lot: 41852304) in a cup trident arc2f size 54 (ref 558-10-54e, code: 16406101, ID: (B)(4)) already introduced in the past in 2006. But the locking system does not work, that is to say that mdm doesn't fitted into the cup. The surgeon then tried to place a liner size mdm/x3 e (ref: 6260042e, lot: 41633902), but it "was floating" in the trident arc2f. He finally removed the cup trident arc2f to implant a tritanium cup size 56 (ref: 5020356e , lot: 41760601) with the liner mdm/x3 e size (he had tried to arc2f with trident), and all was fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a trident acet shell was reported. The event was confirmed. Device evaluation and results: the returned shell shows sparse fibrous on-growth on the coated surface of the shell. Damage is noted on the locking tab, most likely due to removal of the insert it was implanted with in vivo and subsequent attempts to assemble with other inserts. This damage was most likely why the shell did not assemble with one of the reported inserts (626-00-42e). Visual inspection was also performed as part of the material analysis report (mar). The shell (558-10-54e) was obsolete and not compatible with the insert (626-00-46f) according to stryker product database. No material or manufacturing defects were observed on any of the surfaces examined. Device history review: review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicates there have been no similar events for the reported lot ID. Conclusions: the investigation concluded that the reported event is confirmed. The returned shell did not lock with the returned mdm liner as the devices were not compatible. The returned shell did not lock with the mdm liner that got implanted most likely due to damage observed on the locking tab.

Event description:
The sales representative has reported that the surgeon tried to put a mdm/x3 size f (ref: (B)(4), lot: 41852304) in a cup trident arc2f size 54 (ref (B)(4), code: 16406101 ID: 10145978cg) already introduced in the past in 2006. But the locking system does not work, that is to say that mdm doesn't fit into the cup. The surgeon then tried to place a liner size mdm/x3 e (ref: (B)(4), lot: 41633902), but it "was floating" in the trident arc2f. He finally removed the cup trident arc2f to implant a tritanium cup size 56 (ref: (B)(4), lot: 41760601) with the liner mdm/x3 e size (he had tried to arc2f with trident), and all was fine."